Event description:
It was reported that the patient received therapeutic shocks. An alert was received for output circuit damage. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.